Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the cannula was snapped off of the trocar head. The shaft demonstrated deformation consistent with an application of excessive force. Several tabs were broken. Functional testing was precluded due to the observed damage. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged cannula. Replication of the reported condition may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Procedure: gastroplasty. According to the reporter: it was said that, during the procedure, the device broke up. The physician tried to connect again but it was not possible. There was no injury reported and no permanent damage. There was no bleeding over 500 cc. It was not necessary for a blood transfusion. The surgical time was not extended. The event did not prolong the hospital stay. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).